Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of a 75% stenosed, mildly tortuous, and mildly calcified, concentric, superficial femoral artery 75% stenosed, the fox plus balloon catheter ruptured during the third inflation at 8 atm. Another fox plus balloon catheter was use dto complete dilatation. The physician attributed the balloon rupture to the lesion calcification. There were no reported adverse pt sequelae. No additional info available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record (DHR) for this lot did not produce any findings relevant to this report.